Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received auto off alarms in the middle of the night, her blood glucose went high, and she was sick when she awoke. The customer was assisted in adjusting the settings to suit her needs. The auto off feature was explained to her. Nothing further was reported.